Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product shows that when tested, the alarm powered on. However, when pressure is applied to the sensor pad, the alarm tone sounds intermittently. The rj-11 pins have corrosion and are lower than normal when compared to a working 8374 alarm. Note: inspection of the returned product shows evidence of corrosion. This indicates a potential for intermittency. The instructions for use have a warning statement: do not mix old and new batteries or battery brands. This may cause corrosion and damage the alarm. The alarm may stop functioning as designed. Manufacturer references file # (B)(4).

Event description:
Customer reported that the alarm has power, but when pressure is on the sensor pad there is a continuous alarm tone. There was no patient incident or injury reported. Evaluation for the returned product shows when pressure is on the sensor pad, the alarm tone sounds intermittently.